Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead exhibited rise in capture threshold. The right ventricular lead decreased in r-wave. Both leads were explanted and replaced. The patient was in stable condition.